Manufacturer narrative:
Internal reference case: (B)(4).

Event description:
On the literature article named: "a challenging case of calcific myonecrosis of tibialis anterior and hallucis longus muscles with a chronic discharging wound", it was reported that a patient with a 7 year history of chronic sinus wound overlying the left leg was treated with sinus excision and reconstruction of the leg. The patient was treated with negative pressure wound therapy and developed an infection with pseudomonas sp. The infection was successfully treated with a silver dressing (covered under case: (B)(6)) and the patient had complete healing 7 weeks after the surgical procedure.

Manufacturer narrative:
H10: investigation results: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. No lot/serial number has been provided, therefore a review of device history is not possible. A complaint history review on the product family found a small number of further instances of the reported event in the last 3 years. There is nothing to indicate that this is outside of acceptable rates of occurrence. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device including precautions in relation to infection and relevant actions to take. A clinical assessment concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. A risk management review concluded that there is insufficient information within the complaint description and further information included in the complaint record to provide a causal link between events and the product therefore no update to the risk files is warranted. Probable root cause for the issue may be incorrect application of the dressing or improper preparation of wound area, or patient sensitivity to product or an existing skin condition. This investigation is now complete with no corrective actions required. Smith + nephew will continue to monitor for any adverse trends relating to this product range. B5: literature citation tan am, loh cyy, nizamoglu m, tare m. A challenging case of calcific myonecrosis of tibialis anterior and hallucis longus muscles with a chronic discharging wound. Int wound j. 2018 feb;15(1):170-173. Doi: 10.1111/iwj.12833. Epub 2017 oct 27. Pmid: 29076298; pmcid: pmc7949863. H6: updated codes

Event description:
On the literature article named "a challenging case of calcific myonecrosis of tibialis anterior and hallucis longus muscles with a chronic discharging wound", it was reported that a patient with a 7 year history of chronic sinus wound overlying the left leg was treated with sinus excision and reconstruction of the leg. The patient was treated with negative pressure wound therapy and developed an infection with pseudomonas sp. The infection was successfully treated with a silver dressing and the patient had complete healing 7 weeks after the surgical procedure.